Manufacturer narrative:
The customer was provided with a catalog number, price, and contact information for purchase of a replacement paddle set.

Event description:
Incoming technical support call. Found during testing. The reporter indicated a nurse forced a standard paddles connector into the device's therapy connector, and bent a pin on the paddles connector. A bent pin in the device's therapy connector could cause the device to not deliver energy. There was no patient use associated with the reported incident.